Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and the left ventricular (lv) lead exhibited a high capture threshold. The lv lead was capped and replaced during the generator changeout on (B)(6) 2025. The patient was stable in condition.